Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they changed the infusion set and reservoir but the issue was not resolved. The customer tried all remedies to resolve the no delivery alarms. The customer was informed that the insulin pump needed to be replaced. The customer did not have the serial number on hand to process the replacement. The customer stated that they will call back at a later time to replace the product.